Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. This complaint is unable to be confirmed for the indicated failure mode closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the internal stopper of the tube does not remove with the abbott preanalytical. The rubber stopper remains and breaks the needle of the instrument when it enters the tube, the problem is not link to the lot number because it is sometime but always with the grey tube not with other tubes the problem is since more than a year."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2339878, medical device expiration date: 2024-03-31, device manufacture date: 2022-12-05, medical device lot #: 2237466, medical device expiration date: 2023-12-31, device manufacture date: 2022-08-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the internal stopper of the tube does not remove with the abbott preanalytical. The rubber stopper remains and breaks the needle of the instrument when it enters the tube, the problem is not link to the lot number because it is sometime but always with the grey tube not with other tubes the problem is since more than a year."